Manufacturer narrative:
Further device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a sensor implant procedure. During the procedure, the doctor performed a right heart catheterization and a limited pulmonary angiogram. Upon contrast being injected, a pulmonary embolism was found in the right pulmonary artery in the intended sensor location. In turn, the procedure was abandoned and the patient was admitted for pulmonary consult and treatment. Note: the sensor intended for use remained packaged and was never opened during the procedure.